Event description:
It was reported that asymptomatic patient presented in clinic for follow up. Upon review, the atrial lead exhibited noise. The noise was reproducible with isometrics. Lead revision was discussed. No intervention was performed. Patient will continue to be monitored.